Event description:
Rptr indicated a vns pt was having longer seizures in (B)(6) 2010. At the time of the change in seizure pattern, the vns generator was not at end of service. On (B)(6) 2010, the generator was reported to be at end of service. Vns generator replacement surgery is pending. Attempts for further info area in progress.